Manufacturer narrative:
Date of event: date is estimated. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that there was difficulty deploying an unspecified supera stent due to invagination. Manipulation of the device was performed and the stent was successfully deployed. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps / instructions. Based on the information provided, the reported stent invagination appears to be use related. It should be noted that the supera instruction for use (IFU) states: ¿prepare the vessel / duct utilizing standard angioplasty technique using a balloon size greater than the stent outer diameter. The vessel / duct after pre-dilatation should be at least the size of the stent diameter. If recommended vessel / duct diameter cannot be gained, optimal stent deployment may not be achieved, and revised stent sizing should be considered.¿ although inadequate pre-dilatation of the stricture likely caused the reported stent invagination, the user is already aware of the IFU deviation and how it contributed to the event. It is likely that inadequate vessel preparation caused the reported stent invagination. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: first name, last name, facility name, address 1, city, postal code, phone h6: medical device problem codes 2577 and 2976 removed. H6: investigation findings 3221 removed. H6: investigation conclusions 4315 removed.

Event description:
Additional information was received stating that there was not a malfunctioning of the device but just inadequate vessel preparation/incorrect length sizing and mispositioning under smart-mask by the operator. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information provided, a conclusive cause for the reported difficulties could not be determined. It may be possible that the vessel diameter was narrowed in some locations smaller than the stent diameter causing the stent to invaginate due to elongation; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.